Event description:
During a hand procedure the dr noticed that after removing the finger from the pencil button and it released that the blade remained hot for a short time. And felt it may have been receiving power. Then later during the procedure with the same pencil, after the dr removed the finger and the button released, the dr set the pencil down on the drape and it remained hot long enough that it burned a hole in the drape. There was no pt burn.